Event description:
Medtronic received information that three years following the implant of this bioprosthetic valve, the valve was explanted for an unknown reason. No further information was available at this time. Additional information was not expected. The valve will not be released to medtronic.

Manufacturer narrative:
Product analysis: no product was returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).